Event description:
It was reported prior to starting a da vinci si surgical procedure that the fenestrated bipolar forceps instrument cable was noted to be broken. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint engineering evaluation found that the instrument cable was broken. The pitch cable was broken at the distal end. The cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. The other cables at the wrist were not damaged. The electrical continuity testing passed. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.